Manufacturer narrative:
Two unopened knives were received by manufacturing for the report of dull edge. The samples were visually inspected and were found to be conforming. Penetration testing was then performed and was also found to be conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the reported lot number for the reported issue. The returned samples were found to be conforming therefore, a dull blade, as described in the complaint, cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the blades were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife exhibited a dull blade edge during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient in conjunction with this reported event. Additional information is not expected.